Manufacturer narrative:
An event of severe central paravalvular leak was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on 16 october 2021, a 25mm portico tavi valve was selected for implant. When the physician began to release the "paddles" and the valve was at 3mm depth a central paravalular leak (pvl) was noted. Post dilatation, images were looked at a severe central pvl was noted. A new 25mm portico tavi valve was implanted without any complications and the patient was reported to be in stable condition and did not experience any hemodynamic damage.